Event description:
It was reported that during an unknown procedure, the doctor indicates that there were sections where the stapler was not stapled. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device being used in? What confirmation was received that the device was fully fired? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue?